Event description:
It was reported that during replacement procedure with a competitive device the right atrial (ra) lead had no sensing or capture. In the recovery room the right ventricular (rv) lead had no capture with high thresholds and high impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.